Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced low blood glucose on (B)(6) 2017 with blood glucose of 45 mg/dl at the time of the incident. The customer was at 167 mg/dl at the time of the call. The customer used food and glucose tablets to treat. The customer was wearing the insulin pump during the incident. The customer stated the pump was giving them too many lows. The customer was on auto mode when he got the lows. Troubleshooting was completed. The customer stated that the previous week they had a low of 53 mg/dl and they saw the pump give him two units of insulin. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit power up properly after battery installation. Unit received with operating currents within spec. Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.08715 inches. No over delivery anomalies noted. The motor was tested outside of device and passed. Unit received with faded serial number label and minor scratches on lcd window.